Manufacturer narrative:
Follow-up # 1 ¿ (05/15/2014). The patient¿s meter has been returned on 4/29/2014 and evaluated by lifescan product analysis on 5/2/2014 with the following findings:the meter involved with this complaint failed testing. The meter¿s lcd flex cable was found to have peeled off the traces. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on either (B)(6) 2014. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reportedly meter issue. According to the csr¿s documentation, the day after the reported meter issue occurred, the patient reportedly developed a symptom of sweating and felt nervous. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the meter for the first time, there was no misuse of the lfs product, and the patient was using the correct test strip at the time the alleged issue occurred. However, the alleged power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.